Event description:
It was reported that the customer woke up to a button error alarm. The customer stated that insulin pump kept beeping and vibrating. The customer then received another button error alarm. The customer's blood glucose was 146 mg/dl. Troubleshooting was done. The customer stated that she was sleeping with the insulin pump in her bra while sleeping on her stomach. The customer stated that she thought this might have caused the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with some cosmetic damage. No audio anomaly was noted.